Manufacturer narrative:
Sections with additional information as of 03-dec-2021. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. H10: test strips were not returned. Meter was returned for evaluation. Defect found on rev 4. Returned meter - e-0 with lab control. Root cause: rc-079:the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 200 and 304 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl and expected post dinner fasting blood glucose test result range is 225-250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 265 mg/dl and 278 mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/18/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.